Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
Hamilton medical ag received the following event description: " fio2 settings are not achieved as per set rate. Sensor board is defective and needs to be replaced. Also calibration valves are defective. "